Event description:
It was reported that the product was used during an operative laparoscopy for severe endometriosis and that post-operative "the pt returned of the office with complaints of abdominal pain, tachycardia, shortness of breath, elevated temperature. The pt had complained of intermittent pain symptoms". The consequence to the pt is unknown. Additional information provided in 2/2003 by the surgeon noted that he performed a laparoscopic lysis of of adhesions on an otherwise healthy pt in 2002. At the end of the procedure he instilled 300ml of intergel. Within three days the pt developed severe abdominal pain. Their temperature was top normal. Their white count was not elevated. Pt was also tachycardiac and short of breath. The diagnostic work-up was inconclusive the severe pain resolved within a week but pt persisted with chronic pelvic pain. On recent examination, the left side of their pelvis appeared to be frozen (reflecting serious adhesive disease.)